Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia, with blood glucose reaching approximately 400 mg/dl for several hours, paused insulin delivery on the ilet, and administered subcutaneous insulin via pen; no alerts or alarms were reported and replacement was requested while the device function concern remained unclear. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and symptom resolution after manual insulin administration. Investigation included customer interview and troubleshooting with education, with a request for follow-up by technical support. Investigation of this case revealed that the cause of the hyperglycemia was unclear and no device malfunction or alarm behavior was identified during the interaction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence for a device-related failure.